Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. Complete initial reporter phone number: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urethral foley catheter fell out during the night the balloon was not still inflated but appeared to had split. The patient did not seek medical assistance until the morning when a community nurse attended and catheterized. The patient advised that catheter was inserted whilst they were an inpatient in hospital in (B)(6) 2025.

Event description:
It was reported that the urethral catheter fell out during the night the balloon was not still inflated but appeared to have split. The patient did not seek medical assistance until the morning when a community nurse attended and catheterized. The patient advised that catheter was inserted whilst they was an inpatient in hospital in (B)(6) 2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number:(B)(6) the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.